Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased one year between one year follow ups. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is not expected to be returned. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased one year between one year follow ups. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Patient is being monitored at the moment. This device remains in service. No adverse patient effects were reported.